Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Process evaluation: work order search. Evaluation result: a lens work order search was performed and no similar complaints were found within the work order. Conclusion: based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, -12.50 diopter, in the patient's right eye (od) on (B)(6) 2014. The lens was explanted on (B)(6) 2015 due to glares and halos. The lens was not exchanged for another lens. The patient's post-op best-corrected visual acuity was 20/20.

Manufacturer narrative:
Device evaluation: product evaluation found that the lens was returned dry in lens case/vial with clear surgical residue/debris on product. Visual inspection found no visible damage to lens. Dimensional inspection found that lens measurements were within specifications. (B)(4).